Event description:
Had axillary femoral bypass procedure with placement of gore-tex graft on (B)(6) 2018. After surgery developed seroma (reported to md (B)(6) 2018) seen on us (B)(6) 2018 and CT scan (B)(6) 2018. Seroma got bigger and had to have it removed at (B)(6) (B)(6) 2018 and replaced with dacron.